Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: date of this report was updated. Unique device identifier (UDI) number and expiration date were updated. Implant placement date and explant date were updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Device manufacture date was updated. Investigation type codes were added: 3331, 4109, 4110 and 4111. Investigation findings code was added: 3252. Investigation conclusions codes were added: 4307. Narrative/data was updated. One implanted scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvmwb10) was returned for investigation. Visual evaluation of the as returned implant identified a fracture at the implant's collar. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (1222753) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1222753) for similar events and no other complaint was identified. Functional testing could not be performed since the product was fractured. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient or excessive external lateral forces due to accident or injury or possible misuse by clinician. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant at tooth site #19 was removed due to fracture. Patient broke internal hex. Implant was restored and crown broke off. Per indicated: surgical/medical intervention required for permanent damage: no additional appointment required: no symptoms as a result of the event: none.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.